Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 196 mg/dl. The caller mentioned that the device fell out of her belt clip and the back of the reservoir at the end cap sticker came loose. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a missing motor drive support disk. The device was received with a broken case at the belt clip slot.